Manufacturer narrative:
Initial and final MDR 1903471- MDR 3003442380-2024- 11895- device 2 of 2

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) it was reported that patient faced 2 infusion set was fell off during use on (B)(6)2024. The infusion set was in use for 2 or 3 days for all events. No further information was available.